Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced shaking knees, was feeling unwell, and had to lie down, the cgm was reading 5.2 mmol/l, and the blood glucose reading was 1.9 mmol/l. The patient treated with dextrose, juice, and honey, given by colleagues. It is presumed that the patient was not able to treat herself due to the severity of symptoms, and that she needed the third-party intervention. No further treatment was reported to be needed, and at the time of the report and the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.